Event description:
It was later reported that the reported pain occurred prior to date initially reported and has been characterized as ae 6 study device site pain. The event did not meet serious adverse event criteria and assessed possibly related to implant procedure, stimulation, and device. The outcome is not recovered / not resolved. Action was taken by adding medication (as reported in the initial report). No other relevant information has been received to date.

Event description:
It was later reported that ae 6 - study device site pain is recovering/resolving. No other relevant information has been received to date.

Manufacturer narrative:
B2, outcomes attributed to adverse event, corrected data: initial report inadvertently submitted with the incorrect outcome checked - as "required intervention to prevent permanent impairment/damage" was checked, "other serious" should not have been checked. D1, brand name, corrected data: initial report inadvertently submitted with the incorrect brand name. D4, suspect medical device, corrected data: initial report inadvertently submitted without lot # and expiration date. D5, operator of device, corrected data: initial report inadvertently submitted with incorrect operator of device. Health professional will be checked. E1, initial reporter, corrected data: initial report inadvertently submitted without initial reporter email. G2, report source, corrected data: initial report inadvertently submitted without health professional and company representative checked.

Event description:
It was further reported that ae 6 - study device site pain is now recovered/resolved.

Event description:
Ae 6 - study device site pain assessment has been updated to not related to stimulation or device, possibly related to implant procedure. Outcome is not recovered/not resolved. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has experienced a rash around both neck and generator incision sites. It was also reported patient has experienced a lump form at the neck incision site. Further information was received that patient is also in pain due tot he lump at the neck site and antibiotics were given. Ae 4 - local site reaction to surgical glue and ae 5 - seroma, both events did not meet sae criteria, are ongoing, definitely related to implant procedure, action was taken by adding medication and an ER visit (no report of hospital admission). Ae 4 was moderate, ae 5 was mild. Device history records were reviewed and the generator and lead were both seen to be hp sterilized prior to distribution. Device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. No other relevant information has been received to date.